Event description:
Transmission error. Unable to identify any other information at time of refillx. Unsure if pump faulty or cu. Drug was removed from reservoir 0.3mls, refilled with baclofen 1000mcg 20mls as per prescription unable to follow normal refill procedure pump stop refill and pump restart and cu did not communicate with implanted device. Last refill date (B)(6) 2014.; unsure if pump faulty or cu. (B)(6) 2014 - additional information confirmed that only the cu is involved in this complaint. It has been communicated that the pump involved in this complaint will be listed as a concomitant device; also, at this time the product code is unknown for the pump; the product code will be reported in a follow up report once received.

Manufacturer narrative:
(B)(4). It has been communicated that the pump involved in this complaint will be listed as a concomitant device; also, at this time the product code is unknown for the pump; the product code will be reported in a follow up report once received. Upon completion of investigaiton a follow up report will be filed.

Manufacturer narrative:
A test was performed with another cu by the sales rep, the pump seems to be fully functional, therefore it might be likely that the problem was with the control unit. The control unit was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. At this time this complaint is considered to be closed, should the product be returned at a later dated this complaint will be re-opened and an investigation will be performed. A DHR review was performed for the pump 91-4200 s/n: (B)(4) (lot: ckcclj), and no discrepancies were observed during the manufacturing process. A DHR review was not performed for the control unit 91-4205 because the serial number provided was incorrect. A attempt was made to obtain the correct lot number, however the attempt was unsuccessful. Based on the results, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.